Event description:
It was reported that following the vns generator replacement, the patient appeared fine after the surgery. However, shortly after the surgery, the patient had labored and heaving breathing with excessive coughing spells. It was reported that the patient was experiencing a raspier voice than normal. The symptoms were reported as happening all of the time and not just with stimulation. The patient had stated that he did not have these symptoms with the previous generator. There were no concerns from the physician during or after the surgery and the patient has not reported any seizures. A surgeon who was not involved with the implantation stated that the patient vocal cord paralysis, but the implanting surgeon had disagreed. It appears that the prior to surgery the patient's vns normal mode stimulation was programmed off for an undetermined amount of time. The patient was programmed back to therapeutic levels post-op without titration. Follow up with the implanting surgeon revealed that the surgeon who stated that there was vocal cord paralysis performed his test in the month of implantation. The implanting surgeon stated that the other surgeon had no prior experience with vns placement and that no change of leads had been performed during the replacement surgery. The implanting surgeon performed the same test half a year later and the results showed that the patient had mild paresis of the left vocal fold.

Event description:
Follow up with the implanting surgeon revealed that he believed that the vocal fold paresis was directly related to the patient's settings being turned up too high or not enough spacing between the vns therapy pulses. The surgeon stated that there were no surgical issues from the generator replacement.